Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-01775, 3005168196-2019-01777.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils. During the procedure, the physician successfully placed a pod coil. Upon advancement of a ruby coil into the target location, the physician decided to retract the coil to reposition it, but reported that it unintentionally detached in the target location. The same event occurred with the next ruby coil. However, both ruby coils were implanted successfully and therefore remained in the patient. While checking a third ruby coil on the back table, the physician found that it had detached. Therefore, the ruby coil was not used in the procedure. The procedure was completed using five additional ruby coils and six other coils. There was no report of an adverse effect to the patient.